Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
It was reported that the surgeon was attempting to tighten the screw. It was reported that the screw was able to be tightened to a point, but then became loose, and would not tighten.